Manufacturer narrative:
(B)(4). The device has not been received for evaluation and the investigation is on going at this time. A follow up report will be provided when the inspection results become available.

Event description:
As reported by the user facility: the customer reported that the pump did not infuse totally. No patient injury.

Manufacturer narrative:
(B)(4). Without the actual sample, a thorough investigation could not be performed and no specific conclusion can be drawn. A review of the device history record for the reported lot 14k05ge551 was performed, and no abnormalities or non-conformances were encountered during the in-process or final control inspections. All available information has been provided to the actual manufacturer, (B)(4). If the sample and additional pertinent information becomes available, a follow up report will be filed.